Event description:
It was reported that during a heavily calcified, proximal, right coronary artery stenting procedure, a vision rx 3.0 x 15 mm stent delivery system was advanced, but would not cross the lesion. The lesion was then pre-dilated and the vision rx 3.0 x 15 mm stent delivery system was advanced a second time. A guideline was utilized with the vision, but it still would not cross the lesion. There was difficulty with the vision rx 3.0 x 15 mm removal; therefore, the entire system was removed as one unit. Once removed, it was noted that the stent was loose and had moved on the balloon marker on the delivery catheter. A new rx vision 3.0 x 15 mm stent was advanced with the buddy wire technique and successfully completed the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation, re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The heavily calcified patient's anatomy was not pre-dilated which likely contributed to the reported difficulties. It should be noted the delivery procedure section of the multi link vision coronary stent system electronic instructions for use states: pre-dilate the lesion with a ptca catheter. There was no damage noted to the stent or stent delivery system (sds) during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the sds interacted with the calcified lesion such that it met resistance and was unable to cross. It was reported the sds was removed from the patient's anatomy and re-inserted. The stent placement precautions section of the IFU states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.